Event description:
The customer stated that the insulin pump alarmed motor error. The reported blood glucose reading at the time of the phone call was 210 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. During the phone call, the customer stated that he had been hospitalized previously due to hypoglycemia. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet eval. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.